Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: cas, reviewed the open call for lls2263. Case (B)(4) : slightly decentered suction ring placement with adequate suction noted. Two 39 degree aks at axis 66 and 246 planned and executed at 85% depth. Dr. Can review indicate glass lens tilt on two of the scans. Patient movement noted starting at frame #13 and continuing through procedure completion. Case #(B)(4) : decentered suction ring placement. Two 44 degree aks at 170 and 350 were planned and executed at 85% depth. Scheimpflug scan review indicates glass lens tit across all scans. Root cause: improper locking of glass lens onto titanium arm. Laser functioned as designed.

Event description:
Corneal perforation issue: it was reported to on (B)(6) 2023 thatsystem lls2263 had 2 patients where the corneas were perforated during ak's. The doctor also stated that he had the ak depth set to 80%.

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: cas, reviewed the open call for (B)(6). Case #(B)(4): slightly decentered suction ring placement with adequate suction noted. Two 39 degree aks at axis 66 and 246 planned and executed at 85% depth. Dr. Can review indicate glass lens tilt on two of the scans. Patient movement noted starting at frame #13 and continuing through procedure completion. Case #(B)(4): decentered suction ring placement. Two 44 degree aks at 170 and 350 were planned and executed at 85% depth. Scheimpflug scan review indicates glass lens tit across all scans. Root cause: improper locking of glass lens onto titanium arm. Laser functioned as designed. Follow up: no surgical intervention .

Event description:
Corneal perforation issue: it was reported to on 04/20/2023 that system (B)(6) had 2 patients where the corneas were perforated during ak's. The doctor also stated that he had the ak depth set to 80%.